Event description:
It was reported to boston scientific corp on feb 13, 2009, that a speedband superview super 7 multiple band ligator was used during a variceal banding procedure performed in 2009. According to the complaint, during the procedure, they were unable to achieve adequate suction (complete red out). The nurse believed the problem was with the scope or the wall suction device because the bander was set up and used according to the direction for use (dfu's) and nothing seemed out of the ordinary with the bander. The procedure was aborted. No information was available regarding pt complications. Additional info reported that the pt was brought back another day for a successful procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.